Event description:
Customer reported that the needle started smoking inside the patient's eye, which caused the iris to fluff and led to a corneal burn. Customer noted that she did not hear the beep that usually signals a rise in temperature. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown, not provided. Section d4 - model #: a complete model # is unknown, as product lot number was not provided. Section d4 - catalog #: a complete catalog # is unknown, as product number was not provided. Section d4 - lot #: unknown/ not provided. Section d4 - UDI #: unknown as product lot number was not provided. Section d6a - implant date: not applicable. The material is not an implantable device. Section d6b - explant date: not applicable. The material is not an implantable device. Section h3 - the phaco pack was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown as product lot number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d1, brand name: whitestar signature. Section d2a, common device name: unit, phacofragmentation. Section d4, model number: opo73. Section d4, catalog number: opo73. Patient required extensive suturing at the end of the case to achieve wound closure. 7 sutures required. Sutures were removed, and patient recovered. Patient with corneal scar, astigmatism but correctable to 20/20. No additional surgery required. Section h6. Health effect - impact code 4625 - additional surgery. Section h6. Health effect - clinical code 1878 - corneal clouding/hazing. Section h6. Health effect - clinical code 2138 - visual impairment. Phaco settings: vacuum low: 200, high: 350. Power: 40%. Whitestar on yes. Mode & subsettings designations, peristaltic, continuous, 8/4, 67%, 83pps. Bottle height: 100 in/cm. Incision size: 2.4mm. Doctor's phaco technique: divide & concur. Model & serial number of equipment: console: signature pro, serial number: (B)(6) (incorrect number), handpiece: ellips fx, sn# not available. Tubing type: opo73, tip: 21g blue. Viscoelastic: duet. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.